Event description:
New information received notes that during procedure the first right ventricular (rv) lead was wrinkled and could not be implanted.

Event description:
It was reported that patient presented for pacemaker implant procedure. During procedure, the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
G3 correction: the g3 of the previous report should have been (B)(6) 2024.